Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 3mm distal of the distal markerband and extending approximately 13mm proximally across the balloon material. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed shunt was located in the moderately tortuous and severely calcified vessel in the left hand. A 4.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 21 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed shunt was located in the moderately tortuous and severely calcified vessel in the left hand. A 4.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 21 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.